Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that an attune impaction handle got broken while in sue during the surgery. Surgery time and patient not affected.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary : the device associated with the reported event was not returned for evaluation. The investigation could not draw any conclusions about the reported event without the device to examine. The investigation did not indicate that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information was received stating that "a. Did it break into two or more pieces? --> several pieces b. Were all pieces retrieved from the patient? --> all pieces retrieved with no harm to patient.